Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for eval it will be difficult to confirm the reported problem.

Event description:
It was reported that during a coronary artery bypass procedure, the aortic cutter did not fire. A replacement device was used to complete the procedure. No pt effect has been reported.